Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited a gradual increase in shock impedance measurements from 40 ohms at implant to 125 ohms, at last check. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service.